Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 05 may 2011 and has exceeded its expected service life of 5 years. Functional testing of the platform during initial power up revealed that the lcd backlight on the display screen was not functioning. The issue was attributed to a defective processor board. Additionally, as part of routine service during testing, the platform was examined and cosmetic damages were observed. These observations were unrelated to the primary complaint. Following replacement of the components, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the metal restraint on the upper housing broke and the display's backlight does not work. There was no patient involvement reported.